Manufacturer narrative:
The electrode lot number was dhq with an expiration date of 04-feb-2026. The roche field service engineer (fse) replaced the rinse tube and found that the tube that goes to the drain from the internal standard (is) bath had come off, and it was put back in the right position. Following the fse intervention, no further issue was observed. The cause is traced to a component failure due to a leaky rinse tube. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results with four patient samples tested on a cobas 6000 c501 module. Sample 1: the initial result was 130 mmol/l. The repeat result on another c501 was 136 mmol/l. Sample 2: the initial result was 133 mmol/l. The repeat result on another c501 was 141 mmol/l. Sample 3: the initial result was 131 mmol/l. The repeat result on another c501 was 140 mmol/l. Sample 4: the initial result was 131 mmol/l. The repeat result on another c501 was 139 mmol/l. The repeat results were deemed to be correct. No questionable results were released outside the lab.